Event description:
User had erroneous results on multiple assays for four patient samples. None of the discrepant results were reported. The user manually reprogrammed the samples as the auto-rerun function on the analyzer was not active at the time of the event. Three of the sample results were considered discrepant. Sample 1 initial alp result was 0 u per l, repeat result was 85 u per l; initial calcium result was 0.0 mg per dl, repeat result was 9.4 mg per dl. Sample 2 initial albumin result was 0.1mg per dl, repeat result was 4.3 mg per dl; initial bicarbonate result was 0 mmol per l, repeat result was 22 mmol per l. Sample 3 initial bun result was 0 mg per dl, repeat result was 33 mg per dl.

Manufacturer narrative:
The field service representative determined the sample probe was covered and clogged with gel. He cleaned the sample probe, verified adjustments and performed an air purge to make sure the probe was dispensing properly. Quality control was performed to verify operation of the analyzer.